Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. There was no image present with exera ii scopes due to a faulty dr board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii video system center was experiencing an issue during procedure preparation. Reportedly, the device was not accepting 165 series scopes. According to the initial reporter, when 165 series scopes are plugged in, no image is present. The initial reporter went on to note, that while this event did occur during procedure preparation, there was no patient involvement with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of "no image" was determined to have been caused by a defective patient circuit (dr) board. The cause of the defective board could not be identified. Olympus will continue to monitor field performance for this device.